Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/01/2015. The fse found a clog in the diff sample line. He replaced the diff sample line and the instrument ran without any diff issues. The repairs were verified per established service procedures. (B)(6).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered no differential, diff, results from a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.